Manufacturer narrative:
No audio or beep or vibrate anomaly noted. Device received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, a21 error test, displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped in pool and it was vibrating without alarm and display went blank. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.